Manufacturer narrative:
One pump was received for evaluation. Visual inspection of the pump found it to be in good physical condition. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The customer's complaint was verified upon powering on the pump; error code lec 1720 was displayed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy had an error code of 1720. No patient injury resulted.